Manufacturer narrative:
Universal modular electric-battery single trigger handpiece serial no: (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the motor was noisy, that the electric controller board was out of order, the electronic controller board screws were unscrewed and that the handpiece started itself. Motor, battery support, trigger board, selector axis, motor ball bearing, motor screws, electronic controller board and all seals have been replaced in the frame of the upgrade. The single trigger handpiece was returned to the customer.

Event description:
It has initially been reported that during a hip arthroplasty, the single trigger handpiece was losing power and stopped. No pt harm or injury was reported. A surgery delay of 10-15 minutes was reported. After device eval, it has been confirmed that the handpiece was running without action on the trigger.